Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to a child urgent care and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 355 mg/dl. The patient was vomiting, dehydrated, had high ketones and was lethargic. For treatment, the patient was put on a intravenous (IV) of fluids and taken to the hospital by ambulance. At the hospital, the patient was transferred to intensive care unit (ICU) and was given more IV's with insulin. The grandparent reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was bent, while wearing the pod between 24 and 36 hours on the arm. The patient is still in the hospital.

Manufacturer narrative:
The device completed the priming sequence in an expected number of pulses. The device was deactivated at 292 pulses. No issues capable of causing a needle mechanism failure were observed. No bends nor kinks were observed to the soft cannula.